Event description:
The physician reported that during the implant procedure of the subject device, a connection problem associated to the rv is-1 lead was incurred. Specifically, it was indicated that the torque limiting screwdriver would not click when tightening the set-screw. Furthermore, it was indicated that the physician had to push down with extreme pressure and turn the screwdriver, in order to obtain a proper connection.

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA esg as2 production system account. This emdr has been sent shortly after our production system approval.